Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative on (B)(6) 2016 reported that the cause of lead migration was unknown. In addition, the revision surgery was scheduled for (B)(6) 2016. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that an x-ray showed the left cervical lead migrated right of midline. They were able to capture left side coverage with one contact but they planned to revise the lead. Impedances were all within normal limits.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the manufacturer¿s representative (rep) regarding the patient on 2017-05-03. The rep reported that the patient was referred to a healthcare provider (hcp) for revision of their cervical lead which had been scheduled for (B)(6) 2017. Additional information was received from the rep on (B)(6) 2017. The rep reported that all per cutaneous leads were removed and two 2x8 leads were placed retrograde cervically with a craniotomy. The rep reported that the coverage of stimulation at the time of the report was unknown. The rep reported that they would provide a follow up when they meet with the patient to program. The rep reported that it would likely be 4 weeks or more depending on the patient¿s condition. The rep also reported that she had an anterior fusion performed at the time of lead revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non -malignant pain. It was reported that the patient¿s leads were removed in (B)(6) 2017 and they were unable to implant new leads because of scar tissue. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Please note, (B)(4) applies to the neurostimulator and (B)(4) applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the rep met with the patient and the patient had good cervical coverage, but no low back or lower extremity coverage. It was noted that the information was confirmed with the physician/account. Additional information was received from a rep. It was reported that the patient was seen on (B)(6) 2017 for reprogramming. She had coverage in her arms and legs. They were not able to cover the patient's lower back with the new lead placement as her thoracic leads were also removed and they had been covering the patient's back prior to the revision. The reps would see her as needed going forward. It was noted that the explanted percutaneous leads were discarded by the account.

Manufacturer narrative:
Corrected information: sex: date of birth .if information is provided in the future, a supplemental report will be issued.